Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." H3 other text : device not returned.

Event description:
It was reported that an ambulance transported customer to the emergency room (ER) due to a low blood glucose (bg) level of 44 mg/dl. Reportedly, the customer required assistance from emergency medical services to address bg level with carbohydrates. Reportedly, customer left the ER 1 hour later with the issue resolved and no permanent damage. Suspected cause was due to the customer¿s basal rate requiring adjustments and lack of carbohydrates. Although requested, the customer declined to perform system check with tandem technical support. Recommendation was made to consult with healthcare provider regarding diabetes management.